Event description:
Physician was attempting to treat a lesion with plaque, little calcification and 80% stenosis with no tortuosity in the renal artery using paramount mini stent. It was reported that balloon inflation/deflation difficulties occurred; the device was slow to deflate at the lesion site. The lesion was predilated. The procedure was completed by deploying the stent. No patient injury reported.

Manufacturer narrative:
Device evaluation: the paramount mini balloon-expandable biliary stent system was received for evaluation within a series of plastic pouches, within its shelf carton, and within a zippered plastic pouch. The paramount system was returned with a 10cc syringe filled with a clear liquid. Sanguine residue was noted on the exterior of the balloon chamber and within the y-manifold guide wire luer lock. No cine images from the procedure were received. A 20cc water filled syringe was attached to the proximal hub of the y-manifold and the guide wire lumen was flushed: sanguine residue and tinted fluid was observed exiting the distal end of the guide wire lumen. The guide wire lumen was flushed until a clear steady stream of fluid was observed exiting the distal end of the catheter. A 0.014¿ guide wire was loaded through the distal end of the catheter with ease. The balloon chamber was inflated with ease using the syringe and fluid returned with the paramount system, (photo 9). A vacuum was pulled and the balloon deflated with ease using the syringe/fluid returned. The balloon chamber was re-inflated with the returned syringe/fluid, a vacuum was pulled and the balloon deflated in approximate 2-seconds, (less than or equal to 90 seconds). The balloon chamber was inflated with ease using a 20cc syringe with manometer and water. The balloon chamber was inflated to nominal pressure of 10atm. A vacuum was pulled and the balloon deflated with in approximately 3 seconds. The balloon chamber was inflated to rated burst pressure of 12atm. A vacuum was pulled and the balloon deflated within approximately 2 seconds. The balloon chamber was inflated with a 50:50 mixture of glycerin and water to replicate a 50:50 saline and contrast mixture using a 10cc syringe. The balloon chamber was inflated with ease. A vacuum was pulled and the balloon deflated within approximately 4 seconds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.